Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Strips not returned.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 300 mg/dl (aviva connect) and 127 mg/dl (inform). Strips are no longer available. No death or serious injury reported. Requested return of suspect device for evaluation.